Manufacturer narrative:
H6. Evaluation: results - a visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and sutures were required to close the wound.